Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the balloon stopped working within 3-5 minutes of initiation due to a leak. The console generated leak in iab alarm. There were no reported consequences or impact to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the balloon stopped working within 3-5 minutes of initiation due to a leak. The console generated leak in iab alarm. There were no reported consequences or impact to the patient.

Event description:
It was reported during intra-aortic balloon (iab) therapy, the balloon stopped working within 3-5 minutes of initiation due to a leak. The console generated leak in iab alarm. There were no reported consequences or impact to the patient.

Manufacturer narrative:
The iab was returned with the extracorporeal tube, extender tubing and the membrane was returned unfolded. No sheath was returned. No blood was present on the device. A visual inspection was performed, there were no kinks observed on the iab. The membrane is observed to be unfolded. An underwater leak test of the balloon, catheter, y-fitting, extender tubing, and extracorporeal tubing was performed we found that there was a leak during the submergence test, it is a puncture that is located 6.9cm from the rear seal of the membrane with a size of 0.12cm. There were no other leak sources located during the leak test. The complaint for ¿leak & alarm, leak in iab¿ is confirmed. The reported alarm and leak were most likely triggered by the leak which was found on the membrane. The penetration found on the membrane appear to have been caused by a sharp object. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).